Event description:
Here are the comments from the paramedic. Earlier today on a cardiac arrest call ((B)(6)) the pt had been in persistent v-fib. Once the pt was in the back of the ambulance our 4th shock was being delivered at 360j. The monitor was charged appropriately, pt cleared, and the shock deliver button was pressed. The pt did appear to receive the defibrillation, however, immediately after pressing the button the monitor went black for about 5 secs, then it came back on as if it was just being turned on by itself. It automatically sensed the pulse through the pads and waveform through capnography. There was a red light came on above the wrench on the monitor near where the charging light is located. When I went to pull the call from the physio cloud all the info was there. The monitor was turned off by one of the crew members and when it was turned back, it appeared to be in working order. The monitor was removed by captain (B)(6) and a zoll e series has been placed on m92 for the time being. I was requested by captain (B)(6) to send this email as there was a known recall on the monitor. FDA safety report ID# (B)(4).